Manufacturer narrative:
G3: (B)(6) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g4; g7; h1; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the kit in the zb (B)(4) warehouse, it has been detected that the tip of the piece is broken. Not patient involved. No surgery occurred.